Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to perform a self-test, the client pressed the on/off button and received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including to electrical testing, self-test, functional testing, and defibrillation testing without duplicating the report. The device was recertified and returned to the customer. Review of the device history file showed no evidence to confirm the customer received an electrical shock when pressing the power button. It's noteworthy to mention, the power button is isolated from the high voltage circuitry of the device from a technical perspective. Our investigation concluded the device met all test and safety criteria successfully. No trend is associated with reports of this type.